Event description:
Siemens medical solutions USA, inc. Was notified on march 11, 2024, of a customer service engineer injury that occurred on (B)(6) 2023. Allegedly, the engineer fractured his finger while servicing the device contrary to the service instructions. No labeling or product defects were found.